Manufacturer narrative:
A steris service technician arrived at the user facility and found the armboards were splintered and delaminating. This type of damage is indicative of improper armboard positioning which can create an interference condition subjecting the armboard to flexing forces beyond the capacity of the armboard to withstand. While onsite, the technician informed the customer of the proper positioning for the armboards. The anesthesia armboard operating instructions contain the following warning, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." The armboards subject of the reported event have been removed from service and will be replaced with new armboard accessories. No further issues have been reported.

Event description:
The user facility reported their 4085 surgical table armboard accessories are damaged. No injuries were reported in relation to the event.